Event description:
It was reported that during a da vinci s gynecological procedure, interoperative collisions were observed with the monopolar curved scissors (mcs) instrument with tip cover accessory installed and another instrument. Arcing was then observed from the tip of the mcs and the tip cover accessory was removed and replaced to complete the procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If the additional info is received, a follow-up MDR will be submitted. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.